Event description:
It was reported that syringe 1ml ls tuberculin leaked. The following information was provided by the initial reporter: during administration doctor found the leakage in the syringe and they threw it in dustbin.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, the team is unable to investigate a leakage failure. A device history record could not be evaluated as the lot number is unknown. At the assembly process there is a mechanism control to check the stopper leakage, however as no sample was received, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls tuberculin leaked. The following information was provided by the initial reporter: during administration doctor found the leakage in the syringe and they threw it in dustbin.